Event description:
The patient was bilaterally implanted with siltex saline contour natural mammary prosthesis on 3/13/98. Subsequently, the patient experienced an infection. The devices were removed on 5/3/98.